Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the lg air/water socket cylinder clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the lg air/water socket cylinder. In addition, our technician confirmed that the light guide cable buckled, the objective lens cracked, the jet socket cylinder clogged, the jet socket corroded, the air/water socket corroded, the jet socket dirty, the air/water socket dirty, and the insertion flexible tube bump; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630 (air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.